Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a change in therapeutic effect, a catheter dislodgement was discovered, and a catheter revision was subsequently performed. The reporter stated that the patient was not getting good pain relief. Catheter dislodgement was confirmed; however the reporter did not provide any diagnostic details. Catheter revision procedure was done on (B)(6) 2012. The healthcare provider (hcp) was able to aspirate 3ccs from the catheter access port (cap), getting "great flow" from the revised catheter. The hcp planned to decrease medication dose by 40% due to catheter being dislodged, and titrate patient up if needed. The medications in the pump were sufentanil and clonidine. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).